Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) reader. The reader would not power on with button press and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring a blood glucose measurement with result of 28 mg/dl prior to third-party treatment of unspecified glucose nasal spray (does unspecified) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and reader was observed to be damaged due to use related issue. Therefore, issue is not confirmed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) reader. The reader would not power on with button press and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring a blood glucose measurement with result of 28 mg/dl prior to third-party treatment of unspecified glucose nasal spray (does unspecified) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.